Manufacturer narrative:
.

Event description:
It was reported that during set-up for a surgical procedure, the tracker was moving after having been fixated, signaling the device could potentially be inaccurate. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed. Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Event description:
It was reported that during set-up for a surgical procedure the tracker was moving after having been fixated, signaling the device could potentially be inaccurate. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.